Event description:
Infusion pump with no audible alarm. The hospital representative stated they have no reord of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.